Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report: 3006705815-2021-03906. It was reported that high impedance issue was observed on the leads. Patient denies any traumas or falls. Leads were explanted. There were no complications during the procedure patient. Patient was stable. It is unknown which lead was explanted therefore both leads are being reported.